Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported by a nurse at belfast health and social care that a 2-year-old patient had a long term redo double lumen tpn catheter (part number c-tpns-7.0d-65-redo) inserted in bristol hospital where the patient received a bone marrow transplant. The patient had a split line which meant it was unable to be used, so a peripheral device was used to sample blood. It was reported that the line would be attempted to be repaired on 18nov2020. A review of the complaint history and instructions for use (IFU) of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. As adequate inspection activities have been established and no other lot related evidence is available, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current IFU for the catheter set is c_t_tpn _rev9, which includes the following in relation to the reported failure mode: ¿warning: -if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately precautions: -silicone catheter are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance. ¿.if catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name: not available as this device is not sold in the us, but it is considered to be clinically similar to a device that is, thus prompting this report. Customer (person): line 2: (B)(6). Postal code: (B)(6). Phone: (B)(6). Occupation: unknown. PMA/510(k): not available as this device is not sold in the us, but it is considered to be clinically similar to a device that is, thus prompting this report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient presented with a split in a redo double lumen tpn catheter. The patient had a long term cvc inserted in bristol where they had received a bone marrow transplant. A nurse reported that the patient had presented in belfast with a split line. The line was unable to be used properly, so samples had to be drawn from the patient peripherally. The catheter is currently in situ and it was reported that the line will be repaired with a line repair kit (rpn:c-rhcd-7.0) on (B)(6) 2020. Additional information regarding patient and event details have been requested, but have not been made available at the time of this report.